Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation. The patient's doctor instructed the patient to remove the device and the patient was given antibiotics. Follow-up indicated that the irritation was healing.